Event description:
It was reported while using the bd bbl¿ lowenstein-jensen medium, gruft, slants that a patient result was positive for mycobacterium tuberculosis complex (mtb). The user noted that contamination was not seen on the slants prior to use, however contamination was suspected after inoculation, as more than one patient was acid-fast bacilli (afb) positive and identified as the noted organism. The user does not have information on if there has been any patient treatment change due to the provided result. Report 2 of 5.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1: initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd bbl¿ lowenstein-jensen medium, gruft, slants a patient result was positive for mycobacterium tuberculosis complex (mtb). The user noted that contamination was not seen on the slants prior to use, however contamination was suspected after inoculation, as more than one patient was acid-fast bacilli (afb) positive and identified as the noted organism. The user does not have information on if there has been any patient treatment change due to the provided result. Report 2 of 5.

Manufacturer narrative:
Investigation summary: material 297653 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are then packed into trays and loaded onto a slant rack cart. The loaded cart is then run on a set inspissation cycle per sop. Post inspissation, tubes are packaged into final shipping configurations. The batch history record review for batch 4060566 was satisfactory per internal procedures. Filling, torquing and packaging processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on batch 4060566. Retention samples from batch 4060566 (10 tubes) were available for inspection. No media defects were observed in the retention tubes. For further investigation, retention tubes were divided and incubated at 20-25 degrees celsius (one tube) and 30-35 degrees celsius (one tube). No growth was observed at three days incubation. No photos or returns were received to assist in the investigation of this complaint. This complaint cannot be confirmed. Bd will continue to trend contamination complaints.